Event description:
Less than 24 hours after a coronary artery drug eluting stenting procedure, the pt experienced a myocardial infarction (mi). Target lesion 1(20 mm long) was identified in the mid left anterior descending (mid lad) with 80% stenosis and a 3.0mm reference vessel diameter. This was a type c bifurcated lesion involving the 1st diagonal. Target lesion 1 was treated with pre-dilatation and placement of a 3.0 x 28 mm taxus express2 8.8% drug eluting stent, reducing stenosis to 0%. Side branch jailing of the 1st diagonal was noted post stenting and multiple attempts using a balloon to recross the lesion were unsuccessful. Pt was maintained on IV nitroglycerin post procedure. There was faint timi I flow in the diagonal vessel. Less than 24 hours post procedure, the pt had elevated cardiac enzymes consistent with guideline definition of an mi. Pt was treated medically and was discharged the day after the procedure on aspirin and plavix therapy. In the opinion of the physician the relationship of the mi to the taxus stent is "probable", and the relationship to the target vessel is "probable".